Event description:
It was reported that during the procedure, when a 3.5x15 rx vision stent delivery system (sds) was advanced over an unspecified guide wire and past an unspecified guide catheter without resistance toward a lesion in the proximal left anterior descending coronary artery when, just after exiting the guide catheter, it was angiographically noted that the stent had shifted distally over the distal balloon marker, but had not dislodged from the balloon. The sds, guide wire, and guide catheter were all removed from the anatomy as a single unit without issue. Another 3.5x15 rx vision was used to successfully treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.